Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) and prialt (ziconitide, snx-111) via an implantable pump for non-malignant pain. It was reported that the patient had an outpatient MRI on (B)(6) 2026, and they interrogated the pump the next morning, and the pump was still not on. Agent walked the caller through telemetry state. The rep stated that they have seen this one time before because the patient was not having any withdrawal symptoms. The rep reinterrogated the pump and confirmed motor stall recovery. The troubleshooting steps that were taken on the call resolved the issue.